Manufacturer narrative:
The reported field event of the transmitter power led not illuminating was confirmed in the laboratory. The complaint was verified as the unit was plugged into the outlet and did not power on. The device was tested on the bench and the original ac power adapter was found to be defective. Inspection of the ac power adapter revealed burn marks. The unit was scrapped due to a power anomaly.

Event description:
This report is to advise of an event that was observed during analysis.